Manufacturer narrative:
A complete investigation was not able to be performed as no product code, lot number or sample was provided. Per the article, the data confirms proposed potential benefits attributable to the minimally invasive nature of pevar while demonstrating cost-effectiveness despite the additional cost of closure devices.

Event description:
Received an article titled "successful percutaneous access for endovascular aneurysm repair is significantly cheaper than femoral cutdown in a prospective randomized trial" published in the journal of vascular surgery, pp. 384-391. The article compared percutaneous femoral access for endovascular aneurysm repair (pevar) with surgical cutdown for femoral access (cevar). Per the article, a death occurred within the study period.